Event description:
The pump was returned to the clinical engineering dept with an unsigned note that stated, "device infuses at twice the programmed rate." At 0051, channel c of the pump was programmed to deliver potassium chloride (40meq/100ml) at a rate of 25ml/hr with a volume to be infused (vtbi) of 100ml and the delivery was started. At 0200, the nurse was called to the pt's room for an alarm condition. At that time, the nurse noted that the pump displayed vtbi complete and the bag of potassium chloride was empty. The pump was removed from clinical service. The physician was notifiied and ordered a stat potassium level to be drawn; results were not available. There were no reported adverse pt effects. No medical interventions were required. During testing by the user facility's clinical engineer, the complaint could not be duplicated.